Event description:
It was reported that there was debris in the usb port, and the pump battery intermittently could not be charged properly without the customer maneuvering the usb cable into the charging port at a certain angle. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.